Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35, serial/lot #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead wires broke off from the paddle, and this was confirmed through x-ray. One of the contacts were also found to be turned sideways, but nothing fell in the patient's body. The patient underwent a procedure wherein the wires were explanted. However, the paddle was left in the patient's body as the physician could not remove it. The patient was doing well postoperatively.